Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on follow up dsa imaging obtained (B)(6) 2024, the subject had 75-95% stenosis of the posterior inferior cerebellar artery (pica). This was a branch artery that was covered by the study device during the index procedure and therefore related to the study device.

Event description:
Additional information received reported correction that the patient died on (B)(6) 2024 due to acute respiratory distress syndrome (ards). Additional reported events for this subject: pulmonary edema, bacteremia, delayed cerebral ischemia, anemia requiring transfusion, increasing right frontoparietal subdural hemorrhage, intraparenchymal hemorrhage, pica stenosis. No action or intervention was taken to address the observed stenosis.

Manufacturer narrative:
B5 updated with additional information received. H6. Ime coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the subject experienced a ph1 hemorrhagic transformation stroke after mechanical thrombectomy with a decline in nihss from 6 to 15 following the study procedure involving the pipeline flex shield 3.25mm x 20mm. The aneurysm was located in the left hemisphere, vertebral, and was ruptured with a fusiform morphology and a maximum diameter of 3mm. The landing zone artery size was 2.2mm distal and 3.2mm proximal. The patient had a medical history of hypertension, gerd, rheumatoid arthritis, osteoarthritis, hyperlipidemia, respiratory distress, altered mental status, emesis, headache, abdominal pain, nausea, anemia, prediabetes, hydrocephalus, and acute deep vein thrombosis of the left lower extremity. No dual antiplatelet treatment was administered, and the angiographic result post-procedure was unknown. The event resulted in the patient's death on (B)(6) 2025.